Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) observed a failure icon on the screen, but no entries were listed in the recovery list. Tower doors were force failed and recovered, which cleared the icon. Functionality was verified through diagnostics, confirming successful resolution. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.